Manufacturer narrative:
Age at time of event : 18 years or older. Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter in 2 pieces. There was blood in the shaft of the guidezilla device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and distal shaft. Two sections of the distal shaft were flattened. Microscopic examination presented a separation of the collar and shaft area. Inspection of the remainder of the device, revealed no other damage or irregularities. The guide catheter used in the procedure was not returned for product analysis, so a mach1 guide catheter was used for functional testing. Functional testing was performed by inserting the guidezilla through the hub of the mach 1. The guidezilla able to advance through the guide catheters up until the 1st flattened section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed 5 august, 2015. It was reported that a shaft kink occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous vessel. When the physician inserted the guidezilla¿ guide extension catheter, in the guiding catheter, he encountered resistance and it became difficult to advance the guidezilla¿. When the guidezilla¿ was removed from the patient and was checked, it was found to be kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good. However, returned device analysis revealed a shaft break.